Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the l4 and l5 leads had high impedances. Additionally, it was reported that following a 90 lb. Weight loss, the patient experienced discomfort at the ipg site due to the ipg being mobile. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was deepened, the l4 lead was explanted and replaced, and l5 lead was explanted to address the issue. Effective therapy restored post-op. In a recent update, it was reported the discomfort at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.